Manufacturer narrative:
Third party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was the loosen battery pins. The battery pins was replaced to resolve the issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.